Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Review of the provided image is consistent with complaint regarding the broken white plastic tip. Root cause of the failure mode cannot be confirmed without the returned device. No further escalations required for the image review. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during central processing, user noticed that the plastic part wrapping the hook tip was broken after 3 uses. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the statement "plastic part wrapping around the instrument's tip" referred to the white distal tip. The issue of damaged conductor wire was identified during inspection prior to sterilization packaging, after being dispensed from the washer. During the reprocessing of the instrument, no damage was found during the initial inspection before preliminary cleaning, but it was not checked after preliminary cleaning and before being placed in the washer, suggesting that the damage might have occurred during preliminary cleaning or the washing process. The white tip was confirmed to have broken off and detached from the instrument. During the last use in surgery, the instrument was inspected before use, and no damage or anything out of the ordinary was noted. No fragment fell into the patient, and thus no retrieval or additional surgical procedure was required. No post-operative tests like x-ray or ultrasound were performed, and there was no injury to the patient. It was confirmed that the instrument did not collide with any other instruments or hard material during the surgical procedure.

Manufacturer narrative:
The instrument was found have a broken distal clevis at the base of the cautery hook. The broken piece was not returned, measuring roughly 0.0630¿ x 0.0485¿ in size. Common causes of the failure mode broken instrument ceramic sleeve are attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal. Instrument collisions with other hand-held instrumentation or instrument driven outside the field of view can also cause damage to the instrument distal clevis.

Event description:
Refer to h11 for follow-up information.